Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operations with backup defibrillation operation deactivated. The device was restored from backup operations successfully. The patient was stable.